Manufacturer narrative:
The unit was sent to bench repair and the reported issue was confirmed. The user interface (ui) printed circuit board assembly (pcba) was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to hear the alarms when they turned the unit on and it started alarming. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called to report that when they turned their v60 on, it would start alarming, but they were unable to hear the alarms. Bench repair is currently pending. Investigation is ongoing.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The ui pcba was tested with the standard test bed (stb) and powered on without issue. The pil technician verified that the ui pcba operated as designed. Pil concluded that there was no fault found.